Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported the patient was on impella cp support. During explanation of the pump, the pro glide device failed causing unstoppable bleeding and the patient expired.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation has been completed. The pump was returned for investigation but the cannula was severed off. There were no visual abnormalities on the pump. No data logs were available for analysis. The root cause of the access-site bleeding major was most likely use -related due to the failure of the pro-glide which is a closure device used in support to close access sites using suture. The root cause of the hemolysis was most likely due to improper positioning of the pump as hemolysis resolved after position was corrected. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ the following information below was omitted from initial manufacturer device report number 1220648-2024-17463 and has been added to this report: b.2 selection required intervention. B.5 information regarding hemolysis. H.10 instructions for use for hemolysis. G.3 aware date on initial manufacturer device report number 1220648-2024-17463 should have been 06-aug-2024 due to hemolysis information.

Event description:
It was further reported that the plasma free hemoglobin was measured and hemolysis confirmed. The pump position was checked and corrected as the pump was too deep in the ventricle. The hemolysis improved.